Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted, (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds over the past year. It was also noted the lv lead has recently exhibited unstable thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.